Event description:
The clinician said implant was placed in 2005 and removed in the same month. Patient was seen for a follow-up examination and bone healing well after x-rays were taken. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quantity insufficient.

Manufacturer narrative:
The implant was received without any attachments and the implant was not fractured. The implant was examined under 10x magnification and it did not have any thread defects. The implant was compared to a radiographic template and was determined to be a ph3.5mm x 12mm implant.